Event description:
Event description guidant received information that both of these left ventricular leads could not be implanted. The leads had high impedance readings (over 2000 ohms) and high thresholds. Another lead was successfully implanted. The unused leads were returned for analysis.